Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaints: philippines. During the coronary artery bypass graft (CABG) operation they encountered the bending of the needle of optilene. According to them the needle of optilene was not that strong compared to prolene. Needle bent during surgery.

Manufacturer narrative:
Samples received: (B)(4) unopened pouches from a product manufactured with the same raw material batch as the involved one. No samples from customer. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. The needles of the closed samples from stock were tested for bending strength and the results are within the current range for these needles. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: "care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fiber is attached or the needle point". Final conclusion: although the results are within the current range for these needles, note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.